Event description:
The customer contact reported particulate. During visual inspection of the sealed package, it was reported that particulate was noted in the cylinder of the blood chamber. The customer contact reported that the particulate was described as a small black dot of an unspecified material. No specific details were provided. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.